Event description:
The pt had erosion at the implantable neurostimulator (ins) site. The device was moved from the chest to the abdomen on (B) (6) 2009; no new implants were used. The pt's status as of (B) (6) 2010, was reported to be "good".

Manufacturer narrative:
(B) (4).